Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 48288 occurred on startup. The customer had performed a hard power cycle and reseated blue fiber cables (bfc) prior to contacting tse, but the issue was not resolved. The tse had the customer unplug the video cables and perform another hard power cycle, but the errors persisted. After, the tse had the customer unplug the system bfc and then perform hard power cycle on the vision side cart (vsc). The vsc was powered up in standalone mode with the errors. The customer elected to abort the procedure. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found error 48288 in the logs and replaced vision side cart (vsc) mlx board to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress.